Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, the lens got stuck within the delivery system and ended up with one of the haptics being broken or damaged which resulting in lens being unusable and wasted. Additional information was received and stated, there was lens loading difficulty. Surgeon was unsure if the issue was related to cartridge, lens loading system or user error. There was no patient contact there are three medical device reports associated with this report. This is 1 of 3.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information was provided in h.3.,h.6 and h.11. A sample was not received at the manufacturing site for evaluation for the report of lens got stuck, haptics damaged, lens loading difficulties, therefore, the condition of the product could not be verified. The reported products lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.